Event description:
During a function check, a hill-rom service technician found that the CPR cable needed a tension adjustment. The cable's tension was adjusted and the CPR function began to work properly. Pursuant to our response to warning letter (B)(4), hill-rom is continuing retrospective review of events for reportability. This effort will continue until we are current.